Event description:
Customer's wife reported their freestyle lite meter did not turn on with test strip insertion. Customer's wife reported customer was feeling awful and was being taken to the emergency room at the time of call, thus not able to finish the medical survey. Adc customer services attempted to contact customer multiple times to obtain additional information, but without any success. It is unknown what the diagnosis and treatment at the hospital were and if it was related to reported issue. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer reported the test strip port was contaminated by blood or control solution which may possible prevent customer to perform a testing.